Event description:
It was reported the patient's pump was explanted for end of life "(eol)."

Manufacturer narrative:
(B)(4). Analysis of the pump revealed corrosion of a motor gear train.

Manufacturer narrative:
(B)(4).